Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coord reported that the pt is in stable condition with a gi bleed. The pt had a recent double balloon enteroscopy procedure, which did not show the source of bleeding. No surgical intervention was performed. Current treatment included adjusting the pt's anticoagulation regime.

Manufacturer narrative:
A correlation between the device and the reported gi bleeding could not be determined. The patient remains on vad support and no further related events have been reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient is discharged home and patient's hemoglobin and hematocrit are stable. The patient has had no more signs or symptoms of gi bleeding. It was reported that the patient is having labs drawn weekly to assess hemoglobin and hematocrit.